Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called in to report a hospitalization due to high blood glucose. The blood glucose reading at the time of hospitalization was over 600 mg/dl. The customer does not know the date or time but knows it was a couple of months ago. Customer was wearing the insulin pump at the time of the hospitalization. The customer has been off the insulin pump since (B)(6), 2014. The customer has been treating with manual injections since that time. The customer stated that the insulin pump was missing an alarm that would affect insulin delivery. The customer also mentioned a battery issue with the insulin pump. Troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.